Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant due to noise as a result of air bubbles. It was noted that the sealing rings appeared to have a hole. Technical services (ts) discussed troubleshooting the air bubbles including burping the header and checking the sealing rings. The physician however, requested a new device be placed at which point the same phenomenon occurred. The physician then requested a different right ventricular (rv) lead be implanted. That rv lead was connected to the new device and the issues subsided. It was thought that the first rv lead may have been tight near the clavicle however, the lead had measured well. The new ICD and rv lead remain in service. No adverse patient effects were reported.